Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02/07/2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml lioresal at 67 mcg/day via an implantable infusion pump for spasticity. It was reported that there was a volume discrepancy at a refill. They expected 18 ml and got 30 ml back. The pump was refilled. No diagnostics were performed and the issue was not resolved at the time of the report. It was reported that no surgical intervention was planned and the patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Analysis of the catheter ((B)(4)) found significant twisting that may have affected infusion and damage to the transition tube. Conclusion code to this event and has been updated. Method code to this event and has been updated. Method code to this event and have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient underwent a pocket revision on (B)(6) 2019. The pump segment of the catheter was twisted, knotted, and kinked as it appeared to be flipping in the pocket. The kinked proximal pump segment of the catheter was removed <(>&<)> replaced with a new pump segment. A catheter dye study was then performed with good cerebrospinal fluid (csf) aspiration and a normal myelogram. The catheter appeared to be in functional condition, and should fix the pump volume discrepancy. No further complications were anticipated/reported.